Event description:
We had 3 patients that became aneurysmal after having a corematrix carotid patch. (B)(6) date of surgery - (B)(6) 2015 - male. (B)(6) date of surgery - (B)(6) 2017 - female. (B)(6) date of surgery - (B)(6) 2016 = male. The three patients listed cormatrix patch became aneurysmal and needed repair operations. We no longer use this patch for carotid procedures, surgeon requested we submit this form. We would request the FDA re-evaluate this product. Reference mw5075090, mw5075091.